Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's implantable cardiac monitor (icm) exhibited under-sensing. No intervention was made. No patient symptoms were reported.